Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. The device was soaked in a warm water bath for 2 days. Analysis of the tip, balloon, inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located at the distal markerband. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications.